Event description:
It was reported that due to a crack in the pump connecting tube the patient had his inflatable penile prosthesis (ipp) pump explanted. The patient had visited his physician two weeks before this surgery because his device was not working. The cause of the pump crack was not detailed by the hospital. After this operation the patient was stable and got better.

Manufacturer narrative:
Device evaluation: upon receipt at our post market quality assurance laboratory, the ams ms pump was visually inspected and functionally tested. The pump did not pass the activation test. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis confirmed a device malfunction with the pump, but could no confirm the allegation of a pump tubing crack .

Event description:
It was reported that due to a crack in the pump connecting tube the patient had his inflatable penile prosthesis (ipp) pump explanted. The patient had visited his physician two weeks before this surgery because his device was not working. The cause of the pump crack was not detailed by the hospital. After this operation the patient was stable and got better.